Manufacturer narrative:
Requested more information from (B)(4); on the basis of the follow-up info, the need for the return of goods will be evaluated.

Event description:
During the movement of the patient, the lifter reportedly lowered on the bed (due to the caregiver's error). Although no patient injury was reported, there was a possibility that the lifter and the patient could have fallen over.